Event description:
It was reported that upon attempting an upgrade of the pacemaker firmware due to the cybersecurity update, device back up vvi mode was observed on the device. A restore of the device was completed. No attempts were made to do the cybersecurity firmware upgrade. Patient was asymptomatic.